Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Extended systems test (est) and performance check was completed. It was found that the flow sensor was defective causing the unit to have inaccurate flow. As a resolution, fsr replaced the flow sensor and the unit performed according to manufacturer's specifications.

Event description:
The customer reported device is reading inaccurate volumes issue on the vela ventilator. As of this time, there is no information regarding patient involvement associated with the reported event.